Event description:
Additional information found if patient placed the paddle over the ins, and then turned on the mystim that it would jolt her. It was reported that patient had been jolted in the past. It was stated that the manufacture representative informed the patient that "before you turn it off, decrease the power so that when you turn it back on, it won¿t jolt you."

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).